Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleges black dust coming out of air duct, filters turning black. The device was returned and black contaminants in airpath, blower, blower box observed during device evaluation. There was no allegation of harm or injury.

Manufacturer narrative:
The previously reported follow up report, MDR 2518422-2021-05218-1 was incorrectly submitted with the information of MDR 2518422-2022-05218-1.

Manufacturer narrative:
In previous reports section h10 mentioned incorrect, correct h10 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to be diagnosed with a restricted airway, lungs not expanding, low oxygen and a cough. The patient was diagnosed while receiving medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section d9, h3 and h6 has been updated / corrected in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to be diagnosed with a restricted airway, lungs not expanding, low oxygen and a cough. The patient was diagnosed while receiving medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).